Event description:
Per the clinic, the patient experienced balance issue, dizziness, poor performance with the device and poor sound quality. It was noted that fluctuating impedance and absent nrt responses were observed. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.